Manufacturer narrative:
Please disregard previous investigation results sent on the initial MDR. The instrument was returned on (B)(4) 2013; please find the correct failure analysis investigation results below: the instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment was stuck out at the wrist. The cable broke under tensile loading. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event if to recur.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted a broken cable on the mega needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.